Event description:
It was reported that the patient underwent a total enbloc spondylectomy at t11-l3 with a corpectomy at l1. 9 months post-op, it was found that a rod was broken. The patient underwent a revision surgery to replace the rod.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.